Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux en y, the device¿s seal was damaged. They used another same device to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection noted: only the trocar was received. A functional evaluation found that the trocar was disassembled to measure weld height the weld height was found to be high. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated to address this issue. If information is provided in the future, a supplemental report will be issued.